Manufacturer narrative:
The pump was returned for evaluation and damage to one of the breast shields, the connector assembly and the barrier were noted. When the pump was vacuum tested with the returned parts, it failed; when the pump was vacuum tested with lab parts, it passed. The damage to the breast shield likely caused the customer's reported issue.

Manufacturer narrative:
Customer service replaced the customer's breast pump. In contact with the customer on (B)(6)2017 by complaint handling, the customer described her issue as a "friction burn," for which she was prescribed an all purpose nipple ointment. She tried the replacement freestyle which she received and she experienced the same issue. She was using her friend's pump in style and it was working well for her. As a result, a replacement pump in style was sent to the customer and the freestyle breast pumps were requested for return so that they can be tested/analyzed.

Event description:
On (B)(6)2017, the customer alleged pain and redness on her nipples while using her freestyle breast pump. She indicated that she has seen two doctors and a lactation consultant and was treated with prescription ointment.